Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that saline leaking from the y-site of the bd alaris pump infusion 0.2 micron filter set.

Manufacturer narrative:
The customer reported the y site was leaking and returned one used set of material 11532269, lot 25045358. Upon initial visual examination, the set had no defects or abnormalities. The set was then infused with water by gravity, and a strong leak from the top of the first smart site (closest to the drip chamber) was noticed. The complaint of leakage was verified. Upon closer examination, the smart site had damage and a hole in the blue piston. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was unable to trace the root cause for the smart site leak to the plant. This issue has an unknown root cause upon review, with possible damage from a needle or other sharp object.